Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pid') in an adult female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / bad bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines / headache"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), abdominal pain ("abdomen pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, urinary tract infection, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils were visible protruding outside the right ostium. The same procedure was the repeated on the left side with similar results.4 coils were visible protruding outside the left ostium. Previously reported essure insertion date - (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2009: bilateral tubal occlusion noted.. Pregnancy test - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pid') in an adult female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / bad bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines / headache"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), abdominal pain ("abdomen pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, urinary tract infection, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils were visible protruding outside the right ostium. The same procedure was the repeated on the left side with similar results. 4 coils were visible protruding outside the left ostium. Previously reported essure insertion date - (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: bilateral tubal occlusion noted. Pregnancy test - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs and mr received : previously reported event ¿injury¿ was updated to¿ pelvic pain¿, new events: ¿back pain, abdominal pain, abnormal bleeding(vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), migraines / headaches, infection (bladder/urinary tract/vaginal)-uti, infection (other) describe: pid, weight gain¿, new lot number ,new reporters, new concomitant conditions and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.